Event description:
The iab was inserted into the patient on 8/17/98 at 11:45 a.m. And removed on 8/18/98 at 4:30 a.m. The iab did not malfunction. The patient had decrease in pulse and removal of the iab was required. The iab was not returned to datascope. (Event complications: decrease pulse/removal required - reported 8/28/98.) (Pt's current status: discharged - reported 8/28/98.)